Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a test failure alarm on their insulin pump. Customer's blood glucose was 327 mg/dl. The customer stated their insulin pump had reset after the alarm occurred. Customer also stated the alarm did not occur during the rewind/prime sequence. Troubleshooting found the insulin pump passed a selftest. The customer also reported they would occasionally receive a button error alarm. Customer was advised to monitor their insulin pump. No additional information provided.